Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
It is reported that the impactor has grooves. This led to damaging the onlay.